Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no damage out of ordinary. There were no signs of thermal damage. No arcing observed and the instrument did not collide with any other instrument. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The failure analysis investigations and in-house testing of the returned product revealed additional observation of broken grip cable and the probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that long bipolar grasper was found to have broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed, and the reported event with the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, manual articulation of inputs, and electrical continuity could not be reproduced. Electrical continuity test passed. The instrument was not fully functional; product issue was observed of broken grip cable. The instrument was found to have a broken grip cable at the distal end.